Manufacturer narrative:
Per tandem¿s t:flex user guide ¿the single-use disposable cartridge can hold up to 480 units (4.8ml) of insulin.¿ also, per tandem¿s t:flex cartridge instructions for use: ¿make sure that insulin is at room temperature before filling the cartridge.¿ tandem¿s t:flex user guide describes how to remove air from the cartridge using the syringe. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 9 (overfill alarm) occurred during basal delivery. Reportedly, the customer reloaded the same cartridge and removed some insulin from the cartridge. It was noted that the customer did not remember the amount of insulin the cartridge was filled with. However, the stated that cartridges in the past have been loaded with 400-500 units of cold insulin and that cartridges have been reused. Also, it was noted that the customer never removed air from the cartridge prior to filling them with insulin. There was no reported impact to the customer's blood glucose level.